Manufacturer narrative:
Correction: patient weight changed to 240lbs. Internal complaint number: (B)(4). Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. An investigation was conducted on 11/06/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed away from the hot jaw from the middle to the tip of the hot jaw, but remaining attached at the base and tip. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .66 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was working well when it started became unresponsive. Polyfuse issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was working well when it started became unresponsive. Polyfuse issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.